Event description:
Customer reported that the alarm has a dim display. It also has a 3-5 second delay when the alarm is set on zero delay. No other damages reported by customer. No pt incident or injury reported.

Manufacturer narrative:
Eval: results: eval of the returned product found that there is no delay for alarm to sound when delay is set to 0 and the lcd display is not dim. The custom voice message is not working properly. A clicking noise sounds instead of a pre-recorded message and/or the custom voice message. The tone function works as it should. The unit passes all other functional tests. Note: the instructions for use state to always check to ensure that the staff can hear alarm at the furthest possible distance before leaving pt unattended. Do not use alarm or sensor if it does not function properly when tested. Remove alarm from service and notify the appropriate facility authority. (B)(4).